Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the gastrointestinal videoscope exhibited an image display issue during use. The screen appeared black with red streaks. The scope was dried again; however, the condition persisted, and inspection of the light source connection did not resolve the issue. There were no reports of patient involvement.